Event description:
It was reported that the patient saw error 1402 on the handset yesterday while recharging. The manufacturer representative (rep) was able to get the same error today. Technical services reviewed error with manufacturer representative and did a physician recharge mode as the engineering document recommended. Meanwhile, the rep tried to delete one of the recharger apps, but ended up deleting both. Rep reinstalled but still didn't see the recharger app. Tech services conferenced health it and the profile was updated and the app came back on the handset. Rep rescanned the wireless recharger and she was able to get good connection to handset and recharger was able to recharge the implant. Issue resolved.

Manufacturer narrative:
Concomitant medical products: product ID: a610, serial#: unknown, explanted: product type: software. If information is provided in the future, a supplemental report will be issued.